Event description:
It was reported that the pacemaker and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. A lead safety switch (lss) was triggered and changed the polarity of the lead from bipolar to unipolar configuration. It was noted that all impedance measurements before and after the one out of range measurement were within normal limits. Boston scientific technical services (ts) was consulted and discussed troubleshooting options. The rv lead and pacemaker remain in service and no adverse patient effects were reported.